Event description:
It was reported that a spectrum pump alarmed error code 101 ¿pic msg crc error¿ and turned off during levophed therapy in the intensive care unit. There is no patient outcome. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn off by itself nor did a system error 101 occur. A review of the event history log (ehl) revealed an "improper shutdown!" Message, however the log cannot be used to determine if the power was manually disconnected or shutdown without user input. A review of the ehl found no evidence of system error 101 alarms but instead revealed a system error 110 (pic counts per cam error) that occurred. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported issues. The reported conditions were not verified however a cause for the system error 110 was determined to be a missing nylon motor mount screw. The motor assembly requires replacement to address this issue. No other device correction is needed. Should additional relevant information become available, a supplemental report will be submitted.